Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 04/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, it was reported by a sales rep that, during an unknown cardiovascular surgery, the suture was broken at about 2 cm from the needle during use. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two needle/sutures pieces of product code 8711h were received for evaluation, the product code is double armed. Body fluids, damaged on the surface could be observed due to use, the ends were noted cut appear to be by use of surgical instrument and the functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twelve samples of product code 8711h were received for evaluation. Visual inspection of eleven unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device batch: qbbpmk, 8711h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? No further information is available. Event date? No further information is available. If procedure date is different from event date, please provide procedure date. Both of event date and procedure date are unknown. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, the suture was broken at about 2 cm from the needle during use. There were no adverse consequences to the patient. No additional information was provided.